Manufacturer narrative:
(B)(4). The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing end cap sticker and cracked battery tube threads. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip.

Event description:
The customer reported via phone call that the plastic around the reservoir compartment had broken off. The gasket was loose. The plastic broke from twisting the reservoir into place. The customer¿s blood glucose level during the incident was unknown. The device was returned for analysis.

Manufacturer narrative:
Insulin pump received with minor scratched lcd window, broken reservoir tube lip, missing end cap sticker and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.